Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 51mg/dl. The other relevant blood glucose level was 55 mg/dl. The customer was treated with food. The customer also reported that the insulin pump had a flashing display. The customer declined the troubleshooting for low blood glucose. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin pump received with minor scratches on the lcd window and a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to verify missing segments/partial display and perform the displacement test, sleep current measurement, active current measurement and self test due to a constant blank flashing white light on the display. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.